Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse (B)(6) 2007, and a mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy due to rectocele, cystocele, and stress urinary incontinence. The patient underwent mesh revision/removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to symptomatic rectocele and stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to FDA: (07/29/2016).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, dysuria, urgency, frequency, and hematuria. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03668. The same patient is represented in each medwatch.